Event description:
During a remote follow-up, a charge time out was noted on the device. Technical support was contacted and advised a manual capacitor maintenance test which was successful after a few attempts. Device explant is anticipated. The patient was stable and will continue to be monitored.